Event description:
Zimmer juggerstitch meniscal repair system used on a patient on (B)(6) 2025. Patient had increasing pain over a couple of months that landed her in the ER on (B)(6) 2025. Xray revealed the tip of the juggerstitch device had broken off in the patient. Surgeon notified and came to surgery the next day to remove. Pt recovered without further incident.